Event description:
The customer reported that during a red blood cell exchange (rbcx) an operator found air bubbles in the return air chamber during prime on a cobe spectra device. They stated that the chamber air could not be removed from the return section. Per the customer, all luer connections were not tight, the blood diversion pouch was not inflated with air, no air was being drawn in through the ac line or filter, and there was no clotting in the set. The patient was not connected at the time therefore, no medical intervention was required. The customer declined to provide patient ID. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Per follow up, it was found that air was not past the point of last detection and there was no air returned to the patient. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a red blood cell exchange (rbcx) an operator found air bubbles in the return air chamber during prime on a cobe spectra device. They stated that the chamber air could not be removed from the return section. Per the customer, all luer connections were not tight, the blood diversion pouch was not inflated with air, no air was being drawn in through the ac line or filter, and there was no clotting in the set. The patient was not connected at the time therefore, no medical intervention was required. The customer declined to provide patient ID. The collection set is not available for return because it was discarded by the customer.